Event description:
It was reported that the pump touch screen was unresponsive, the pump battery was depleting quickly, that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.